Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that 2 sensors had no electrode after sensor insertion. Customer¿s blood glucose value is unknown. Troubleshooting was not performed. The sensors will not be returned for analysis.